Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2014, at 8pm. The patient manages his diabetes with shots (other than insulin); however, the patient denied taking any action in response to the reported meter issue. At an unknown time after the alleged issue occurred, the patient reportedly developed symptoms of cramps, sweating, and dry mouth. The patient however, denied receiving any form of medical intervention after the product issue occurred. At the time of troubleshooting, the csr verified the patient was using the subject meter for the first time, the test strips were stored properly and within the expiry date, and the patient was using the correct testing procedure. The reported meter issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.